Event description:
Customer reported fluid (normal saline) leaked from pump segment. A hole noted below upper fitment. IV was discontinued and pt was discharged from the hospital. No pt harm reported.

Manufacturer narrative:
(B)(4). Although requested, the IV set has not been received yet. A f/u report will be submitted once the device has been received and a failure investigation has been completed.